Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081801, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081935, UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. Additional information stated that all components was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081801, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081935, UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. Additional information stated that all components was explanted. Additional information stated that the patient is good postoperatively.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason.